Event description:
Seen on consultation in 2001 with bilateral breast contractures baker iii and displacement of implants. Underwent bilateral capsulectomies with removal of breast implants 1 week later. Revealed bilateral gel ruptures with severe "siliconomas" and thickening of capsule. Both implants removed and replaced.